Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the slider of the fast-fix 360 did not actuate for the deployment of the t2 implant. Surgery was completed without delay, however, it is unknown if there was a back-up device available. Patient's current status is stable. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with the actuator bar extended past the tip of the needle, with no suture or implants returned. A functional evaluation finds it is unable to cycle as the actuator bar is extended past the tip of the needle and will not retract. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.